Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing secondary bag completely and alarmed upstream occlusion. The pump had switched over to the primary instead of the secondary, and there were over 60 ml of the secondary left. The primary was clamped, and the pump alarmed for upstream occlusion. The primary was unclamped, and the pump pulls from both lines. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.